Manufacturer narrative:
(B)(6). The reagent lot number was not supplied thus the expiration date and UDI code could not be located. Date of manufacture could not be supplied as the reagent lot number was not supplied. The access accutni+3 reagent was not returned for evaluation. There was no report of hardware issues, system flags, issues with other assays or issues with other patient results in conjunction with this event. There is no indication that a beckman coulter (bci) field service engineer (fse) was dispatched for this event. In conclusion, the cause of this event could not be determined with the information supplied.

Event description:
The customer contacted beckman coulter (bci) to report obtaining reproducible, elevated troponin I (access accutni+3) results for one (1) female patient over an unknown period of time on the laboratory's unicel dxi 600 access immunoassay system serial number (B)(4). It was noted that the patient's access accutni+3 results are always above the assay's normal reference range when tested. The patient has had troponin t (using another methodology) testing and heterophile testing (unknown method) performed in the past which both produced negative results. It was also noted by the customer that the patient had been catheterized in the past (date of event is unknown) and the result of that testing was also negative. Therefore, there has been a change in patient treatment/management due to the elevated access accutni+3 results obtained. There has been no report of death in conjunction with this event. System performance indicators such as quality controls (qc), calibration curves and system check were no provided for historical time periods so it is unknown if these indicators were passing at the time of the event. There has been no report to date of hardware issues, issues with other assays or issues with other patient results. Historical sample collection and processing information was not supplied. As this event occurred some time in the past, it is unknown how the sample was collected, processed and stored.